Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's leads had migrated down, one lead into the pocket and the other lead to t12, which was confirmed via x-ray. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estiamted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.